Event description:
The user facility reported that during an endobronchial ultrasound with fine needle aspiration, the users experienced difficulty advancing the visishot needles through the distal end of the bronchoscope. The physician reported that he felt a lot of restrictions towards the distal end of the bronchoscope even when the scope was in a neutral position. The users reportedly used multiple needles from two different lot numbers, but only one needle reportedly worked. The users further reported that the sample obtained was insufficient, as the physician elected to terminate the procedure earlier due to the difficulty experienced with the needle. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that there were scrape marks and tear marks on the instrument channel wall. An olympus test needle was used to pass through the instrument channel of the device and noted that there were restrictions in passing the needle at the damaged area of the instrument channel wall at the bending section area. The device failed leak testing. The device was serviced and was retuned to the user facility. As part of the follow-up to this report, an olympus sales representative visited the facility to assess the user's technique and provided training as necessary to facility staff. This report is being submitted as an MDR in abundance of caution. Cross reference MFR. Report number: 8010047-2009-00251 for associated report.